Event description:
It was reported that prior to an ablation procedure at a clinic visit, this pacemaker was interrogated and found have stored multiple atrial tachy response (atr) events due to patient atrial fibrillation (af) arrhythmia. The health care professional (hcp) called technical services (ts) for further review of the stored atr events. Upon review, the presenting electrogram (egm) showed the patient af appeared to be the predominate rhythm and some of the atr events undersensing was observed. Ts discussed programming optimization options with the hcp. At this time, this pacemaker remains in service. No adverse patient effects were reported.